Event description:
It was reported the tub fluid level sensor and float sensor in the endoscope reprocessor was dirty. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.